Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during laparoscopic ventral hernia repair, while tacking the mesh into place; the tacker would not penetrate mesh. A new tacker used to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. A visual inspection of the returned product noted no abnormalities. One fully applied device loading unit (dlu) with disrupted timing was received. One 8 days post-transfer (dpt) dlu with a full complement of tacks and proper timing was received. One partially applied 8dpt dlu and disrupted timing was received. One 5dpt dlu with a full complement of tacks and proper timing was received. Microscopic inspection noted scratches on the inner tube of all four dlus received. The instrument cycled properly with no reload and the articulation knob functioned properly. The returned 5dpt reload was loaded onto the instrument. The handle was actuated and it was fired down on test media. The instrument made a clicking and crunching sound and the gear popped during firing. The first tack did not seat properly in the test media and tack hang ups were experienced during the second firing of the reload. The unit was disassembled and damage was noted to the spur gear. Records for each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition could be due to excessive manipulation or to improper loading of the single-use loading unit (sulu) indicated by scratches on the inner tube of the dlus. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.